Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2500 ohms along with loss of capture (loc). The loc was able to be replicated during testing. The cause of the high pacing impedance and loc was unknown. The field representative was unable to obtain any further information. The rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2500 ohms along with loss of capture (loc). The loc was able to be replicated during testing. The cause of the high pacing impedance and loc was unknown. The field representative was unable to obtain any further information. The rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2500 ohms along with loss of capture (loc). The loc was able to be replicated during testing. The cause of the high pacing impedance and loc was unknown. It was originally reported that the lead was taken out of service, however information was received that the lead remains in service in the patient. The field representative was unable to obtain any further information. No adverse patient effects were reported. Additional information was received indicating that this rv lead exhibited high out of range pacing impedance measurements greater than 3000 ohms. Additionally, high pacing threshold values and noise oversensing were observed. Lead integrity evaluation or a revision procedure was recommended. At this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Follow up report 2 (correction): this report is being submitted to correct impact codes h6 field.

Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2500 ohms along with loss of capture (loc). The loc was able to be replicated during testing. The cause of the high pacing impedance and loc was unknown. It was originally reported that the lead was taken out of service, however information was received that the lead remains in service in the patient. The field representative was unable to obtain any further information. No adverse patient effects were reported. Additional information was received indicating that this rv lead exhibited high out of range pacing impedance measurements greater than 3000 ohms. Additionally, high pacing threshold values and noise oversensing were observed. Lead integrity evaluation or a revision procedure was recommended. At this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. The lead remains in service.